Event description:
During the endoscopic retrograde cholangiopancreatography (ercp), the surgeon was unable to get the guide wire down the scope. Several interventions were attempted to no avail. The procedure was aborted and proceeded to the laparoscopic cholecystectomy. When the scope was checked the following day a piece of foam was pulled out of the working port. It was determined was a part of the biopsy cap ref # m00545260, the lot number was not available. The surgical tech said "I have had this happen before, so I checked for the foam and it was in the biopsy cap." Not certain where the piece came from.